Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. Reportedly, a new cartridge was successfully loaded to address the event. Blood glucose was 170 mg/dl.